Event description:
It was reported that during a laparoscopic cholecystectomy, both optiview devices were leaking air from the seal. There was a hissing noise heard. The first trocar was being used as the 5mm camera port and leaking occurred. The surgeon replaced the trocar with one from a different lot number for the 5mm camera port and it was leaking air. The loss of air was even higher when torque was applied at an angle. The pressure decreased and flow had to be increased throughout the case to help keep the pressure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.